Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and the attached waste bag. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (10.24kpsi), without any issues or alarms/errors; however, there was a leak in the shaft. The shaft was inspected and it was revealed that there was a hole in the pebax shaft, 75cm distal of the strain relief at one of the kinked locations. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03jul2018. It was reported that there was a hole and leak in the line that tpa runs through on the catheter. A spiroflex® angiojet® thrombectomy set catheter was selected for an angiogram with intervention procedure in the left leg. During the procedure, it was noted that there was a hole in the catheter in the line that tpa runs through outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed a hole in the shaft of the catheter.